Manufacturer narrative:
A customer alleged 3 false positive results on the cobas® liat® system. The patient samples were repeated on both a non-roche platform and a different liat analyzer which generated negative results for all samples. A system assessment was performed to evaluate the customer issue. The analyzer used for all of the alleged samples, m1-e-15538, indicated an issue. A request has been made to return the analyzer for further inspection and repair. The investigation to determine the root cause is ongoing. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number 07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system ((B)(4), product code: qjr). The product catalog number for the test is 09211101190 and the UDI is (B)(4). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged the generation of false positives for 3 patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. During the time frame of (B)(4), 2 patient samples generated a positive sars-cov-2 result and 1 patient generated both a positive sars-cov-2 and flu a result. All of the patient samples were retested on the genexpert and on a different analyzer which returned negative results for all. The erroneous results were not reported to the patient and/or medical personnel treating the patient. There was no harm. Per FDA guidance, 3 mdrs will be filed. According to the customer, samples are collected using nasopharyngeal swabs and tbc. Prior to testing, sample specimens were stored for 20 minutes in a 2-8c refrigerator. No further information regarding sample collection or workflow is available. According to the method sheet, samples should be collected using: a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. A system assessment was performed to evaluate the customer issue. The analyzer used for all of the alleged samples, m1-e-15538, indicated an issue. A request has been made to return the analyzer for further inspection and repair. The investigation to determine the root cause is ongoing.

Manufacturer narrative:
The run log data from the problem report and the pictures from the repair center were reviewed for investigation. There are thermal runaway events for channel 5 (plunger 8). The thermal failure was caused by mechanical wear off of the cabling of plunger 8. Starting with run number 2044, the thermal system breaks down as soon as the pcr cycles start or somewhen during following cycles. Because of the undetermined thermal conditions, the photometer signal is showing an abnormal, increasing curve that is leading to invalids or, in case of alleged run numbers 2045, 2046 and 2052, to false positive calls. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).